Event description:
This case was initially received via regulatory authority us food and drug administration (reference number: mw5043370) on 04-aug-2015. The most recent information was received on 17-nov-2017. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), abortion spontaneous ("miscarriage") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("extreme pain in my lower abdomen"), menorrhagia ("periods lasting as long as 3-4 weeks"), polymenorrhoea ("months where I have had two and three periods"), back pain ("pain back"), dyspareunia ("unbearable to have intercourse"), allergy to metals ("nickel allergy / allergic reactions") with rash, tooth disorder ("dental issues") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (will have surgery to remove the essure implant on (B)(6) 2017). At the time of the report, the perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, pelvic pain, abdominal pain lower, menorrhagia, polymenorrhoea, back pain, dyspareunia, allergy to metals, tooth disorder and alopecia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, alopecia, back pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, perforation, polymenorrhoea, pregnancy with contraceptive device and tooth disorder to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. Neither batch number nor complaint sample was available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 17-nov-2017: new reporters were added. Case incident category updated. Events perforation, allergic reactions, abnormal bleeding, dental issues, hair loss, pain were added. Event allergy to metal updated. ¿(B)(4). Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (us food and drug administra non, reference number: mw5043370) on 04-aug-2015. The most recent information was received on 18-jun-2018. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), abortion spontaneous ("miscarriage"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)"), haemorrhagic cyst ("haemorrhagic cyst"), arrhythmia ("blood or heart disorder/condition type: heart arrhythmia") and bradycardia ("blood or heart disorder/condition type: bradycardia") in a 30-year-old female patient (gravida 10, para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and device ineffective "device ineffective". The patient's previously administered products included for nickel allergy: antihistamine; for an unreported indication: birth control pills and nuva ring. Concurrent conditions included body mass index normal, multigravida, multiparous (((B)(6) 2003, (B)(6) 2006, (B)(6) 2008)) and uterine dilation and curettage. Concomitant products included nuvaring for birth control as well as gabapentin, ibuprofen (ibuprofen al), methocarbamol (robaxin), tramadol and vicodin (norco). In 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In may 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("extreme pain in my lower abdomen"), menorrhagia ("periods lasting as long as 3-4 weeks"), polymenorrhoea ("months where I have had two and three periods"), back pain ("pain back"), dyspareunia ("unbearable to have intercourse"), blister ("nickel allergy / allergic reactions / allergic or hypersensitivity reaction type: nickel allergy/ blisters from nickel jwellary") with rash, tooth disorder ("dental issues"), alopecia ("hair loss"), haemorrhagic cyst (seriousness criterion medically significant), immunodeficiency ("weak immune cyst"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashesh"), female sexual dysfunction ("inability to have sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes and hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), cystitis ("bladder infections"), ovarian cyst ("ovary cysts"), migraine ("migraines"), headache ("headaches"), arrhythmia (seriousness criterion medically significant), bradycardia (seriousness criterion medically significant), extrasystoles ("blood or heart disorder/condition type: bygeminy"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), bowel movement irregularity ("gastrointestinal or digestive system condition type: irregular bowel movements"), abdominal pain ("abdominal pain"), muscle spasms ("back spasm") and abdominal pain upper ("stomach cramp"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain lower, menorrhagia, polymenorrhoea, back pain, dyspareunia, blister, tooth disorder, alopecia, haemorrhagic cyst, immunodeficiency, mood swings, hot flush, female sexual dysfunction, vaginal haemorrhage, urticaria, urinary tract infection, cystitis, ovarian cyst, migraine, headache, arrhythmia, bradycardia, extrasystoles, nausea, dysmenorrhoea, fatigue, weight increased, bowel movement irregularity and abdominal pain outcome was unknown, the genital haemorrhage had resolved and the abdominal pain upper was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, arrhythmia, back pain, blister, bowel movement irregularity, bradycardia, cystitis, dysmenorrhoea, dyspareunia, extrasystoles, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhagic cyst, headache, hot flush, immunodeficiency, menorrhagia, migraine, mood swings, muscle spasms, nausea, ovarian cyst, pelvic pain, perforation, polymenorrhoea, pregnancy with contraceptive device, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. Neither batch number nor complaint sample was available for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Mood swings, hot flashes,inability to have sexual intercourse, (vaginal, menorrhagia, nickel allergy, rashes and hives, blisters, urinary tract and bladder infections,ovary cysts, migraines / headaches, heart arrhythmia, bradycardia, bygeminy, trigeminy, palpitations, nausea, dental problem,dysmenorrhea, fatigue, weight gain, irregular bowel movements, are added. Lab data updated. Concomitant, historical conditions & drugs were added. Product, patient & reporter information updated. On 18-jun-2018: follow up 6 and 7 processed together. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administra non, reference number: mw5043370) on 04-aug-2015. The most recent information was received on 27-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), abortion spontaneous ("miscarriage"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)"), arrhythmia ("blood or heart disorder/condition type: heart arrhythmia"), bradycardia ("blood or heart disorder/condition type: bradycardia") and haemorrhagic cyst ("haemorrhagic cyst") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "essure confirmation test not performed". The patient's previously administered products included for nickel allergy: antihistamine; for an unreported indication: birth control pills and nuva ring. Concurrent conditions included body mass index normal, multigravida, multiparous (((B)(6) 2003, (B)(6) 2006, (B)(6) 2008)) and uterine dilation and curettage. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) for birth control as well as gabapentin, hydrocodone bitartrate;paracetamol (norco), ibuprofen (ibuprofen al), methocarbamol (robaxin) and tramadol. In 2008, the patient had essure inserted. On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), arrhythmia (seriousness criterion medically significant), bradycardia (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("extreme pain in my lower abdomen"), menorrhagia ("periods lasting as long as 3-4 weeks"), polymenorrhoea ("months where I have had two and three periods"), back pain ("pain back"), dyspareunia ("unbearable to have intercourse"), drug eruption ("nickel allergy / allergic reactions / allergic or hypersensitivity reaction type: nickel allergy/ blisters from nickel jewellery") with rash, tooth disorder ("dental issues"), alopecia ("hair loss"), haemorrhagic cyst (seriousness criterion medically significant), immunodeficiency ("weak immune system"), mood swings ("hormonal changes describe: mood swings"), hot flush ("hormonal changes describe: hot flashes"), female sexual dysfunction ("inability to have sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urticaria ("rashes and hives"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), cystitis ("bladder infections"), ovarian cyst ("ovary cysts"), migraine ("migraines"), headache ("headaches"), extrasystoles ("blood or heart disorder/condition type: bygeminy"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), bowel movement irregularity ("gastrointestinal or digestive system condition type: irregular bowel movements"), abdominal pain ("abdominal pain"), muscle spasms ("back spasm") and abdominal pain upper ("stomach cramp") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, arrhythmia, bradycardia, pelvic pain, abdominal pain lower, menorrhagia, polymenorrhoea, back pain, dyspareunia, drug eruption, tooth disorder, alopecia, haemorrhagic cyst, immunodeficiency, mood swings, hot flush, female sexual dysfunction, vaginal haemorrhage, urticaria, urinary tract infection, cystitis, ovarian cyst, migraine, headache, extrasystoles, nausea, dysmenorrhoea, fatigue, weight increased, bowel movement irregularity and abdominal pain outcome was unknown, the genital haemorrhage had resolved and the abdominal pain upper was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 10, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, arrhythmia, back pain, bowel movement irregularity, bradycardia, cystitis, drug eruption, dysmenorrhoea, dyspareunia, extrasystoles, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhagic cyst, headache, hot flush, immunodeficiency, menorrhagia, migraine, mood swings, muscle spasms, nausea, ovarian cyst, pelvic pain, polymenorrhoea, pregnancy with contraceptive device, tooth disorder, urinary tract infection, urticaria, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.